Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device for evaluation.. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the cannula. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Correction of initial report. G3- removed "foreign" and "study" as incorrectly selected. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 junior cannula was received at fisher & paykel healthcare (f&p) and was visually inspected. Results: visual inspection of the returned cannula showed that the tube had detached from the cannula. Evidence of adhesive was present on the external surface of the detached tube and inner surface of the cannula joint. Conclusion: the observed disconnected tube was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - check the cannula remains secure. Replace the wigglepads 2 if required. - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in california reported that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the cannula. There was no reported patient consequences.